Event description:
It was reported the lead experienced a gradual increase in impedance over time, and the physician elected to replace the lead during device changeout. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment returned and analyzed.